Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had three different capsules, which failed to attach. They used another capsule to complete the procedure. There was no harm to the patient, no intervention was required, and no repeat procedure was performed. There was nothing unusual about the patient or the procedure, scope was used to confirm the position of the capsule, and an endoscopy had been performed prior to the procedure and showed the esophagus to be normal. The delivery system and the capsule will be returned for investigation.